Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to massive swelling and pain as well as high blood glucose on (B)(6) 2018 with blood glucose of 410 mg/dl. Customer¿s current blood glucose level was 329 mg/dl. Customer¿s other blood glucose level was 454 mg/dl, 403 mg/dl, 413 mg/dl and 524 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. The customer treated with the immediately put her on antibiotics. Customer was declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.